Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 rails were faulty. A field service engineer (fse) found that the bearing cage was damaged, and the bearings were falling out of the slide rail assembly. The fse removed and replaced both drawer slides. After the replacement, the drawer was tested using the hardware test application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was clicked but does not open due to bad rail. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.